Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with the battery contacts on her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 about 634pm. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. Prior to the start of the alleged issue, the patient claims she felt symptoms of increased thirst and "feels off." The patient denied receiving medical treatment. At the time of troubleshooting, the patient confirmed the battery acid leaked in the battery compartment. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.